Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-(B)(4).

Manufacturer narrative:
Additional information was received and the surgeon now believes that there is nothing wrong with the implanted zcb00 intraocular lens (iol), but the problem reside in the eye of the patient. No further information was provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If explanted, give date: not applicable as to date the lens remains implanted and therefore not explanted. (B)(6). (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (model zcb00 +24.5 diopter) was implanted into the patient's operative eye. Reportedly, the surgeon is planning to explant the lens as the patient post-op refraction is -3.0 diopter. Additional information was received and it was learnt that the surgeon has done all the tests which make him believe that the iol power is different from the labeling by 3 diopters. No further information was provided.